Event description:
It was reported that an ilet handheld device was dropped, resulting in a cracked display, and although it initially functioned, the touchscreen became unresponsive even after a restart via the app, consistent with a device mechanical damage event affecting the display assembly. Symptoms included no clinical effects reported by the user. Outcomes included no impact to health or activities reported. Investigation included complaint review and plans for device evaluation upon return. Investigation of this case revealed no findings available at this time due to the device not yet being evaluated. It was concluded that the event is consistent with physical damage to the device display with no associated patient injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.